Event description:
The patient was receiving a packed red blood cell transfusion, and the bag was clamped. When the pump infused the blood, it sucked the tubing dry since the bag was clamped, however, the pump also had an error. Normally, as blood or fluids infuse, when they empty, the pump catches the air that is behind the fluid as it is infusing. In this case, it continued to infuse the air that was behind the blood, and infused air beyond the air sensor and below the alaris channel. The error was spotted by the father, who informed this rn of the error. The pump was taken out of service and placed with an "out of order" tag on it.